Event description:
It was reported that on (B)(6) 2026, "the operating physician accessed the vein under ultrasound with the introducer needle, but when attempting to pull back blood, air was pulled. No harm to the patient and the procedure was completed by a second puncture from a second kit." There were no reports of patient injury, adverse health consequences, or medical interventions associated with the event.

Manufacturer narrative:
(B)(4)